Event description:
Depth gauge for cortex screws was sticking and provided an incorrect measurement on a 70mm screw during an anterior acetabular fracture procedure. Post-operative x-rays showed that the screw was too long. The screw was removed post operative and replaced with an appropriate length screw.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.